Event description:
The reporter stated the surgeon attempted to insert an aa4204vf silicone plate lens, but the lens tore. The reporter stated there was pt contact, but no injury.

Manufacturer narrative:
Results - visual inspection of the returned product found a portion of the lens optic and both haptics torn off and missing. A cartridge was returned with no visible damage. There was evidence of clear surgical residue and reddish residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.